Manufacturer narrative:
(B)(4). Batch # n55a69. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a right upper lobectomy procedure, the device could not fire after firing by half on the first firing and the jaws could not open. The surgeon pulled the manual lever to open the jaws and found the staples were malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.